Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. There have been no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was then opened to facilitate analysis of the internal components. Testing of the battery bypass capacitors identified one that appeared to exhibit a high current drain. Visual inspection of the bypass capacitor identified a crack in the middle of the capacitor. The device fault code and premature battery depletion were the result of the cracked battery bypass capacitor which resulted in a high current condition. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.